Event description:
Additional information received noted that programming changes were performed. The patient was in stable condition.

Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the implantable cardioverter defibrillator exhibited post-paced t wave oversensing. No interventions were performed. The patient's status was unknown.

Manufacturer narrative:
Correction: g3 - the awareness date of the previous report should have been jun 7, 2024